Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The system was implanted yesterday. The patient has sternal wires, and it is possible the electrode is in contact with the wires. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.